Event description:
On (B)(6) 2013, the patient had a pulmonary vein isolation first with a cryoablation catheter and then completed with a radiofrequency catheter. On follow-up evaluation, the patient complained of shortness of breath. CT scan was done and showed an elevated right side diaphragm. The physician mentioned that there were no complications of the phrenic nerve noted during the procedure.

Manufacturer narrative:
No product has been returned for investigation. Bin files were analysis and do not show issues for the date of case. Bin files show that at least 15 injections were performed with the catheter. There was no indication of product malfunction. This report will be recorded and trended. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.